Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of catheter guide break. Imdrf impact code f2301 captures the reportable event of additional device required. Block h11: a naviflex delivery system was returned for analysis. Visual examination of the returned device revealed no observable damage. The guide catheter was intact, with no signs of breakage or detachment. It was possible to retract and extend the guide catheter without any issues. Functional testing was performed and confirmed that the device operated within expected parameters. No damage was noted on the delivery system. Product analysis did not confirm the reported event of catheter break. Taking all available information into consideration, the investigation concluded that there was no objective evidence to support the reported issue, as no defect or malfunction was identified on the returned device. Therefore, a review and analysis of the available information indicated that the most probable cause is no problem detected.

Event description:
It was reported to boston scientific corporation that a naviflex delivery system was to be used to implant a plastic stent in the biliary site to treat a biliary stricture during an endoscopic retrograde biliary drainage (erbd) procedure performed on (B)(6) 2025. During the procedure, the black inner sheath broke and was removed using forceps. Another naviflex delivery system was used to complete the procedure. There were no patient complications as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of catheter guide break and pull wire break. Imdrf impact code f2301 captures the reportable event of additional device required.

Event description:
It was reported to boston scientific corporation that an advanix-naviflex delivery system was to be implanted in the biliary site to treat biliary stricture during an endoscopic retrograde biliary drainage (erbd) procedure performed on (B)(6) 2025. During the procedure, the black inner sheath broke and was removed using forceps. Another naviflex delivery system was used to complete the procedure there were no patient complications as a result of this event.